Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor¿s power would not turn on. The issue occurred during preparation for use of an unspecified procedure. The procedure was completed without further reported complication and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the presumed root cause was the failure of a printed circuit board. Olympus will continue to monitor field performance for this device.